Event description:
It was reported that during the implant procedure, the physician had difficulty advancing the atrial lead into the superior vena cava. The lead buckled, prolapsed then bent at the distal end. The lead was removed and was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal end/electrodes of the lead were bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.